Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states that insulin pump was not dropped or bumped. Customer states insulin "squirt" out when attempted to prime. Customer states drive support cap was protruded. Customer's blood glucose was 184 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to slightly loose drive support disk. The operating currents are within specifications and passed self test, a21 error test, rewind and displacement test. The insulin pump was received with cracked case at the display window corners, cracked case at the reservoir tube window corners, broken reservoir tube lip, broken belt clip slot, broken battery tube threads and minor scratches on lcd window.